Manufacturer narrative:
Return of the suspect power module is anticipated. Evaluation of the power module will be included in a follow up report upon its return and investigation completion.

Event description:
A customer reported their epiq 7c ultrasound system was discovered producing smoke from the back of the machine. The system was immediately turned off to resolve the smoking issue. A philips service engineer inspected the system at the customer site and discovered a damaged power module. The service engineer replaced the power module to repair the ultrasound system. There was no report of harm, injury, or property damage as a result of the issue.

Manufacturer narrative:
A philips service engineer replaced the damaged power module to repair the system. The power module was inadvertently discarded prior to returning to philips for evaluation. Therefore, no failure or root cause analysis of the part could be performed. However, the system was placed back into service at the customer site and no additional issues have been reported post resolution. H3 other text : power module inadvertently discarded prior to evaluation.

Event description:
A customer reported their epiq 7c ultrasound system was discovered producing smoke from the back of the machine. The system was immediately turned off to resolve the smoking issue. A philips service engineer inspected the system at the customer site and discovered a damaged power module. The service engineer replaced the power module to repair the ultrasound system. There was no report of harm, injury, or property damage as a result of the issue.